Event description:
Our international affiliate received a report from the user facility. The report was initially sent from the hospital to the facility. In 2008, a pt was diagnosed with a corneal abscess in the right eye with a loss of visual acuity. The lenses had been opened for 8 days prior to the injury. The pt had been occasionally sleeping in the lenses. Surevue contact lenses are labeled for daily wear only. The lenses had been discarded. Our int'l affiliate made multiple attempts to obtain additional info from the hospital without success. We will report any additional info within 30 days of receipt. MDR reportable events are reviewed at quarterly management review meetings.